Event description:
Olympus medical systems corp. (Omsc) was informed that during gastral endoscopic submucosal dissection (esd) in combination with icc-200, the distal end of the cutting knife fell off. Omsc couldn't catch the information in which timing the phenomenon occurred. The part which fell off was retrieved by the doctor. The doctor completed the procedure with another device. There was no patient injury regarding this report.

Manufacturer narrative:
The device was returned to olympus for investigation. The investigation confirmed that the hook of the device was missing and the remainder of the knife was burned. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concluded that the cause, which the knife was damaged, was the discharge of electricity by point contact between the tissue and the knife, and was topical high heat load to the knife. And the cause which discharge of electricity occurred could be attributed to the fact that the high frequency cauterizing treatment tool was used by coagulation mode, by high power, by long electrification, or by shortness of contact length between the tissue and the knife. The instruction manual of the subject device warns; when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. Moreover, if the cutting knife is withdrawn into the outer sheath immediately after the high-frequency output, the cutting knife may be deformed inside the outer sheath and become unable to be protruded from it. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. This report is being submitted as a medical device report in an abundance of caution.